Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra smart coil system include aneurysm rupture, ischemia and neurological deficit including stroke and are included in the labeling. Therefore, it was determined that the reported ischemic stroke and subarachnoid hemorrhage were potential complications related to the use of the penumbra smart coil system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01768, 3005168196-2017-01769, 3005168196-2017-01770, 3005168196-2017-01771, 3005168196-2017-01772, 3005168196-2017-01773. The device was implanted into the patient.

Event description:
On (B)(6) 2017, a computerized tomography (CT) scan was performed and revealed an unruptured aneurysm. On (B)(6) 2017, the patient underwent a stent-assisted coil embolization procedure to treat a wide-necked aneurysm in the anterior communicating artery (a-comm) using seven penumbra smart coils (smart coils). On (B)(6) 2017, a repeat CT scan was performed indicating likely subarachnoid hemorrhage with migration of blood into the ventricles. On (B)(6) 2017, the physician reviewed the CT scans and determined that there was documentation of ischemic stroke on (B)(6) 2017. The patient reportedly had right hemiparesis, dysphagia and aphasia. As of (B)(6) 2017, the patient was still in the hospital. The reported ischemic stroke was adjudicated by the physician to be possibly related to the smart coil system and/or possibly related to the angiographic procedure.